Event description:
Rn doing regular assessment of ECMO circuit and noticed small oozing of blood from the top of the oxygenator. As rn investigating source of blood ooze, small plastic temperature probe connection broke off and extensive sudden blood loss occurred. Patient clamped off from ECMO, physicians and perfusion notified. Pt resuscitation with compressions and bagging while perfusionist changed oxygenator. Patient placed back on ECMO without further incident.